Event description:
After an implantation time of 52 months, it was reported that no further interrogation of the ICD was possible after internal cardioversion to treat atrial fibrillation shock delivery via ICD. During the device exchange, a suspected insulation defect on the lead was noted. The ICD was explanted, and the lead was partially capped. The device and a fragment of the lead were returned to biotronik.

Manufacturer narrative:
The returned lead was cut through in the received state 15.5 cm distal of the is-1 connector pin. The distal lead fragment was not returned for analysis. External fraying of the insulation was observed 14 cm distal of the is-1 connector pin, which most likely led to the clinical observation. The position and kind of the fraying is characteristic for massive mechanical stress on the lead due to strong pressure onto the generator housing with simultaneous friction at it. In summary, the analysis of the ICD showed damage to the final shock stages due to a shock delivery into an external low-ohmic shock path. This is consistent both with the insulation damage of the ICD lead described in the clinical observation and the analysis result of the lead fragment. There was no material defect or manufacturing error of the ICD and the lead.